Manufacturer narrative:
Trackwise #(B)(4). Updated section: b3, b5, d9, g3, g6, h2, h3, h6, h10 h3 other text : discarded.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, t.w. Power supply knob spins with no stop to it. It was taken out of service as it can't be used. A new device was used to complete the procedure. There was no procedural delay. There were no patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply knob spins with no stop to it. It was taken out of service as it can't be used. There were no patient effects.